Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection of the subject stent was found to be deployed. The subject stent was found to be intact. The tip of the subject stent introducer sheath was found to be damaged. The sdw (stent delivery wire) was found to be kinked/bent and broken/fractured (the distal end with distal bumper missing). Functional inspection was unable to perform as the returned stent was found to be deployed. The reported events 'stent failed/unable to deploy' and 'stent difficult/unable to advance or pullback through catheter' could not be confirmed; however, the analysis results are consistent with the reported event. The subject stent device did not meet specifications when received for complaint investigation based on functional and visual. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the subject stent was confirmed to be in good condition during preparation/prior to use on the patient and the subject stent was prepared as per the dfu. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'moderately tortuous'. In the initial event description it is reported 'used rebar27 to deliver neuroform ez 3.5mm*20mm to ba and after it reached the lesion, the subject stent could not be deployed even after several tries. So withdrew the subject stent and replaced it with another'. Additional information received during the good faith effort process indicated that resistance was also encountered when advancing the subject stent through the rebar 27 microcatheter and during delivery to the target lesion prior to deployment. The subject stent which was returned deployed, was noted to be intact. The stent delivery wire (sdw) was also returned and this was kinked/bent and also broken/fractured (distal bumper missing and not returned). The introducer sheath distal tip was also damaged. An assignable cause of procedural factors will be assigned to the reported event and the analysed as the issue is associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
Analysis of the returned stent device revealed that the subject stent device was deployed prematurely during use and the sdw (stent delivery wire) was broken/fracture during use. There were no clinical consequences to the patient reported as a result of this event.